Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was confirmed cause unknown. The conditions of the sample did not allow further evaluation. Received (8) photo samples. The photo sample was returned, and the disconnection of the port was observed. Visual evaluation of the returned sample identified one unopened dignishield sms002 unit with batch number ngjyy306 in its original packaging. The visual inspection noted a small piece of flash or excess material around each port site. It is important to highlight that the returned sample (unopened) does not match the condition of the product reported in the complaint, which was described as used with the port disconnected. The unopened sample evaluated does not show any signs of port disconnection. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that new product, not yet used on a patient. Upon analyzing the material, the customer reported that the dignishield's lumens appear fragile and were susceptible to loosening, detaching. Per internal bd comments received on 18dec2025, stated that, customer had already reported two previous problems related to quality deviations in this material. In a unit owned by the customer, which is still unused (new), it was identified that the lumens are quite susceptible to coming loose. In addition, there were two previous complaints involving this product, with lumens detaching in the irrigation and flush lines. This current complaint was opened as instructed for sample collection and investigation. Please proceed with collecting the sample from the customer.

Event description:
It was reported that new product, not yet used on a patient. Upon analyzing the material, the customer reported that the dignishield's lumens appear fragile and were susceptible to loosening, detaching. Per internal bd comments received on (B)(6) 2025, stated that, customer had already reported two previous problems related to quality deviations in this material. In a unit owned by the customer, which is still unused (new), it was identified that the lumens are quite susceptible to coming loose. In addition, there were two previous complaints involving this product, with lumens detaching in the irrigation and flush lines (pir3122828 and pir3120230). This current complaint was opened as instructed, for sample collection and investigation. Please proceed with collecting the sample from the customer.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.